Manufacturer narrative:
Concomitant medical products: product ID 7498-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 3487a, lot# j0114098v, implanted: (B)(6) 2001, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported in 18-may-2011 that there was a loss of therapeutic effect, the implantable neurostimulator (ins) never worked properly, and the ins created problems for the patient. The patient had noted that the ins was implanted in the patient¿s body in approximately 2002, however the manufacturer¿s records indicated the patient¿s ins was implanted in 1999. The patient stated that he was no longer a patient of the implanting healthcare professional, and the patient had requested information concerning his options. Additional information received from the consumer on 30-mar-2016 later reported that patient had experienced shocking sensations since implant. The consumer reported that when the healthcare professional implanted the device, the healthcare professional had ¿missed the mark.¿ the patient would feel a huge ¿jolt¿ whenever he turned stimulation on after implant, and the patient had stopped using stimulation for this reason. The consumer also reported that the therapy never worked for him. It was noted that the patient did not intended to follow up with a healthcare professional; the patient stated the device was not operational anymore. It was noted that the patient was scheduled for a head MRI to diagnose multiple sclerosis (ms); it was noted that this was unrelated to the device /therapy. It was also reported that the patient had increasing pain from a possible ms diagnosis. The patient¿s indications for use included other chronic/intract pain (trunk/limbs).

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic/intract pain. It was reported that the patient didn't know if the device was related to the issues they were having. The patient stated that sometimes he can't get out of bed. The patient needs an MRI and is having problems getting one.

Event description:
Additional information was received from the patient that reported that the patient was not sure if he had initially reported the jolting sensation when it first started to his health care provider as it was so long ago, but that he had thought that he did, but he didn&#38176;follow-up on it and just turned the stimulator off. The patient was in the process of working with his health care provider and insurance to have the device taken out so that he could have an MRI. They think he may have multiple sclerosis related to his initial injury that caused the need for the stimulator. There is no link between the stimulator and the possible multiple sclerosis.

Manufacturer narrative:
Other applicable components are: product ID: 7498-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension product ID: 3487a, lot# j0114098v, implanted: (B)(6) 2001, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that he was having severe problems trying to get his neurostimulator (ins) out. The patient reported that it never really worked properly and he couldn¿t find a healthcare provider (hcp) who would take it out. The patient reported that he was sent a list of hcps. The patient reported that he thought he should maybe contact the manufacturer¿s legal department. The patient reported that he had severe problems right after the second surgery. He had severe fluctuation (in the feeling of stimulation) every time he breathed or moved to the point where it was painful and he stopped using it. The patient reported that they tried fixing it, adjusting it after while the patient wasn¿t using it because it hurt and they increased the patient¿s medication. The patient reported that he was now having multiple sclerosis (ms) symptoms and couldn¿t find an hcp because of high liability to take it out, so he needed and reported that he would call patient advocate. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) reported that diagnostics performed included physical examination and lp [illegible]. Numerous actions/interventions were taken and the patient was referred to ¿nas¿ along with academic rehab. The physician noted that they were not sure the patient had multiple sclerosis (ms). The difficulty getting an MRI and the sign/symptoms of ms issues were not resolved. [Omitted information related to pe (B)(4): coating coming off lead].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.